Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds4457 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reds4457) have been reported from the same facility in (B)(6).

Event description:
It was reported that barbs were found with the proximal end of guide wire. This made it impossible to send the guide wire into the patient¿s vessel. It was stated this occurred with two devices. This report addresses the second device.